Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
Patient reported pain, huge itching, one breast has grown. Healthcare professional later reported capsular contracture, baker grade unknown and acute swelling on one breast. Affected side is right. Device remains implanted.